Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test but was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called and reported receiving a motor error alarm on the insulin pump during basal rate insulin delivery. The customer's blood glucose level was not known. During troubleshooting, it was stated the insulin pump may have been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was unable to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.